Event description:
In 2008, the pt's husband reported he was changing the insulin cartridge on the pt's infusion device and the cartridge would not completely go into the chamber. To troubleshoot, the pt's husband was assisted in the cartridge change process but, after trying twice, the husband was unable to get the cartridge to properly fit in the chamber. A replacement device was offered and declined and the husband stated he will call a trainer for assistance. He stated the pt will switch to her backup infusion device. Later the same evening, a hospital nurse called for assistance with the pt's primary infusion device. She stated the pt came into the hospital at about 10.00am with a blood glucose reading of 604 mg/dl. The nurse stated the pt said she had been off the device since yesterday. The nurse stated that when the pt came in, the plunger was attached to the piston rod of the pt's primary device which caused the cartridge to not fit properly in the chamber. She stated the plunger has been removed. The nurse was educated on the proper procedure to change the cartridge. She stated the pt will be receiving additional training. On follow up on a week later, the pt stated she is using her primary infusion device and her blood glucose levels are back to normal. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.